Manufacturer narrative:
The system was serviced in the field. The power cable prongs were damaged by unplugging the mobile viewing station by pulling on the cable. The power cable was replaced which resolved the issue. Continuity and resistance were tested. The system was performing as intended. Concomitant medical products: other relevant device(s) are: upgd kit bi71000053 115v mvs power cord. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was not charging and the green power light on the mobile viewing station (mvs) did not light up when plugged in. It was also noted that there was arcing from the system when it was plugged into the outlet. It was reported that the site had been yanking the power cord out of the wall which was likely the cause. There was no patient present

Manufacturer narrative:
H3 the hose was returned and analysis was completed it was noted that there was cable damage and there was an open found in the power cord molded plug. H6 10,120,4203 are associated with part return/analysis. Lot number updated to: rev. 1 : s/n n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.